Event description:
It was reported that the table on the 2800 system will not move. It was noted that the emergency switch was reset. There was not report of pt injury.

Manufacturer narrative:
A ge svc rep preformed an on site investigation. The malfunction was verified. Investigation indicated that the emergency stop on table was depressed and the cables on the top of the table pulled tight. Reset emergency stop switch and rerouted cables. The system was tested and found to be working as intended and placed back into svc.